Manufacturer narrative:
Patient ID: (B)(6). Patient weight is unknown. This report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted date: unknown date approximately 11 months ago. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the (B)(6) year old male patient underwent a procedure on (B)(6) 2018, to remove the locking screws due to discomfort. The patient was initially implanted eleven (11) months ago due to a fracture of his left tibia. The fracture had healed, but the patient was bothered by discomfort over both proximal and distal locking screws. The distal screws were interfering with his ability to wear work boots. The locking screws were removed with difficulty though stab incisions. The proximal wound was opened utilizing the previous incision. End cap was removed but the rod was unable to be engaged with the removal device due stripping of the proximal thread; as the rod itself was causing no symptoms, it was left in-situ. This report is to capture the customer discomfort. The intra-operative issues are captured on related complaint (B)(4). This report is for an unknown distal locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.